Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry door would not open. The site had to manually open the door. The battery was not charging properly and the motion was slow. It was confirmed that the door was not opening because batteries died due to having no power to the image acquisition system (ias).